Event description:
The patient was implanted with a vented electric left ventricular assist device (lvad). It was reported by the vad coordinator that the patient experienced yellow wrench alarms and noticed black dust on his shirt and vent filter. Waveform analysis indicated an increase in power usage with average peak currents of 1.54- 1.56 amps. Vent filter analysis revealed main bearing wear with high levels of titanium, indicating pump end-of-life. The patient was admitted to the hospital and placed on pneumatic support using stroke volume limiter (svl) and ip console. The following day, the patient's pump stopped after receiving red heart alarms. A decision was made to replace the lvad with the manufacturer's clinical trial lvad.

Manufacturer narrative:
The patient remains ongoing with the manufacturer's clinical trial lvad. The device was returned to the manufacturer, and is currently being analyzed. No further information is available at this time.